Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain during dialysis. It was also reported that an isolated far field r-wave (ffrw) over-sensed beat was observed on the right atrial (ra) lead. The ra lead remain in use. No further patient complications have been reported as a result of this event.